Event description:
It was reported that when using the bd pyxis¿ medstation¿ es smart remote manager refrigerator failed and was not detected on bus. The customer attempted troubleshooting by rebooting the station; however, these efforts were unsuccessful, and the problem persisted. The customer stated that this malfunction occurred while dispensing the medication. The user was unable to access the medication and managed to get the medication from another pyxis station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-sep-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager failed. A field service engineer (fse) found half-height cubie pockets failed due to duplicate addresses. Reseated connections of the row board and retractor band but the issue persisted. Recovered pockets by ejecting, re-inserting, and reloading. Functionality restored. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
Correction: section h imdrf annex a, imdrf annex g, imdrf annex c and manufacturer narrative. Upon investigation of the actual device used in this incident, it was determined that the half height cubie pockets failed due to duplicate addresses. A field service engineer (fse) reseated connections of the row board and retractor band but the issue persisted. The fse recovered pockets by ejecting, re inserting, and reloading. Functionality restored. There was no issue on the smart remote manager. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es smart remote manager refrigerator failed and was not detected on bus. The customer attempted troubleshooting by rebooting the station; however, these efforts were unsuccessful, and the problem persisted. The customer stated that this malfunction occurred while dispensing the medication. The user was unable to access the medication and managed to get the medication from another pyxis station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.